Manufacturer narrative:
Block b3: the exact event onset date is unknown. The provided event date of january 6, 2023, was chosen as the best estimate based on the procedure which happened sometime in (B)(6) 2023 and the day of adverse event reported at five days (pod5) post-procedure. Blocks d4, h4: detailed product information was not provided to bsc. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. Block h6: imdrf patient code e1310 captures the reportable event of urinary tract infection. Imdrf patient code e2330 captures the reportable event of left lower quadrant pain, imdrf impact code f2303 captures the reportable event of medication required.

Event description:
It was reported to boston scientific corporation that a percutaneous nephrostomy set was used to treat a right nephrolithiasis during a right percutaneous nephrostolithotomy (pcnl) of stone greater than 2 cm procedure performed sometime in (B)(6) 2023. Only one naviguide device was used. Five days post-procedure, the patient developed a urinary tract infection. The patient was afebrile but presented with left lower quadrant pain, and urinalysis results were positive. The patient was prescribed cefpodoxime 100 mg for treatment of the infection. According to the physician's assessment, the event was not serious, was possibly related to the device, and was probably related to the procedure.